Event description:
While attempting to remove the foley catheter, the tip of the catheter got stuck. After deflating the balloon, the cath tip was inspected. When it was removed a rim around the tip was noticed.